Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the facility following this patient received an alert via the remote patient monitoring system indicating an unspecified device issue. The physician reported no abnormalities were observed upon follow-up with the patient. No adverse patient effects were reported.